Event description:
Circular stapler was caught in the anastomosis. The device was removed with force manually. Consequently, the anastomosis leaked. The case was converted to open and the anastomosis was completed using another device. There were no other patient consequence. The patient is doing fine. The device was discarded.